Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs results for multiple samples from one patient from the cobas e 801 module. Sample 1 at 10 pm on (B)(6) 2018, the result was <3 ng/l. Sample 2 at 4:47 am on (B)(6) 2018, the result was 22.7 ng/l. Sample 3 at 7:26 am on (B)(6) 2018, the result was <3 ng/l. These results were released to the doctor. The samples were then repeated sample 1 results were <3 ng/l and 3.21 ng/l. Sample 2 results were <3 ng/l and <3 ng/l. Sample 3 results were 35.4 ng/l and 32.4 ng/l. Precision testing was performed using samples 2 and 3 and the results were not acceptable. Precision testing was performed using quality control material and a random patient sample with a low troponin t hs result and the results were acceptable. The samples were recentrifuged and retested. The result for all three samples was <3 ng/l. There was no allegation of an adverse event. The reagent lot number was 305652 with an expiration date of 31-jul-2019. The customer was not following the tube manufacturer's recommendation for centrifugation specifications. Fibrin strands are observed in the samples.

Manufacturer narrative:
The alarm trace contains two abnormal aspiration (sample probe) alarms. Qc results were within acceptable range on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.